Event description:
It was later reported that the patient was going to have a MRI of the head/brain and the reason for the MRI may be due to the deep brain stimulator device. The patient had had her implant adjusted 4-5 days prior to the date of this report and had come back to the hospital on the day prior to the date of this report complaining about headaches that had started 1 or 2 days prior to the date of this report. A computerized tomography (CT) scan was done and had found her ventricles were larger than previous scans. The CT scan had shown a collection of fluid at the tip of the lead and per the image it appeared that one of the leads ¿may be in too far.¿ they were trying to determine whether the fluid was blood or something else with the use of the MRI. The patient was admitted to the hospital on (B)(6) 2015. The patient was presenting with hydrocephalus. The patient had the deep brain stimulator for tourette¿s syndrome. Impedance readings were greater than 2000 ohms on contact c/11, 8/11, 9/11, 10/11. Contacts c/8=4334 ohms, 8/9=4371 ohms and 8/10=4511 ohms. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-02815.

Manufacturer narrative:
Concomitant product: product ID 37612, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-28, lot # va0ljvp, implanted: (B)(6) 2014, product type lead; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # v866904, implanted: (B)(6) 2012, product type lead; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4). The device was used for an off label indication. The indication the device was used for was tourette's syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member. It was reported that the left lead was taken out and clipped. The patient¿s right side lead is providing sufficient stimulation so the left was not reconnected.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was seen in the office on (B)(6) 2015 and had been recommended an urgent computerized tomography (CT) scan for an inflammatory change.